Event description:
It was reported that the user experienced hyperglycemia while using the ilet after a dinner announcement, with blood glucose rising from 267 mg/dl to 311 mg/dl despite insulin on board, and the user replaced the infusion set without observed hardware issues; the event followed consumption of a high-carbohydrate fast-food meal. Symptoms included elevated blood glucose without associated alerts. Outcomes included ongoing monitoring and user education with no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and user education regarding meal content and timing of correction action. Investigation of this case revealed that the rise in glucose was consistent with heavy carbohydrate intake and not indicative of a device malfunction. It was concluded that the device functioned as designed and that the event was attributable to meal-related glucose load and absorption dynamics. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.